Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. The reported needle to cuff miss was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported marker lumen blockage, needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The device was returned for analysis method code . Results code and conclusions code were removed.

Event description:
Subsequent to the final medwatch report, the following additional information was received. Reportedly, there was no pulsatile blood flow observed, but when the operator again flushed the flushing port, pulsatile blood flow was achieved. Therefore the sutures were attempted to be deployed; however, when removing the plunger, no sutures were attached to the needles. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. D10, h3: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide device via 6fr sheath, after a coronary angioplasty procedure. Reportedly, when the proglide device was advanced inside the groin, pulsatile blood flow was not observed. Despite repeated efforts and re-flushing the device, no blood flow was observed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.